Event description:
The customer reported that her blood glucose ranged from 105-152 mg/dl the morning of (B)(6) 012. At 1:48 pm, her bg was 187 mg/dl and she was having a meal estimated to contain 20 grams of carbohydrate, so she took a 2.95 unit insulin bolus. At 2:34 pm, her bg was 313 mg/dl; she corrected with a 3.6 unit bolus. At 3:13 pm, her bg was 366 mg/dl and by 3:31, 384 mg/dl. She bolused another 2.5 units and changed the device at 3:32 pm. She thinks the cannula came out of her skin.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No product defect or manufacturing deficiency that would contribute to the reported hyperglycemia was found. The customer thinks the cannula may have dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. It cannot be confirmed through laboratory testing. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." "Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."